Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: telephone number: (B)(6). H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: it was reported that the patient had an angiogram and angioplasty on (B)(6) 2026 via right radial. The site had been gradually swelling with increased bruising. Patient had an ultrasound that showed pseudoaneurysm requiring interventional cardiologist to reapply a fully inflated tr band which stayed on from friday afternoon to sunday morning.